Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient presented to the hospital after receiving two shocks. Upon interrogation of their implantable cardioverter defibrillator (ICD) the shocks were found to be inappropriate due to oversensed noise. Additional review noted high out-of-range right ventricular (rv) lead shock and pace impedance measurements in addition to loss of capture during threshold testing. An x-ray was performed but did not identify any abnormalities. The patient was hospitalized and a revision procedure subsequently performed. The lead was confirmed to be correctly connected to the device and testing via pacing system analyzer (psa) was unable to obtain signal from the lead. Upon attempted removal of the lead the helix would not retract despite several attempts but was able to be freed and extracted despite the helix issue. A new lead was then implanted. This patient is not pacemaker dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned for analysis with helix retracted and dried blood/body fluid in the base around the helix. The lead did not pass continuity testing with an open circuit identified for the distal hv conductor; x-ray confirmed a conductor fracture approximately 3.5 cm from the terminal pin. Slight insulation abrasion was noted on the terminal boot insulation near fracture site indicating pressure/movement in the area while implanted. The helix was tested and found functional in the laboratory setting. No other anomalies were identified during analysis of this lead. The observed lead fracture is consistent with the reported clinical observations.